Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery was unreliable during evh case, the generator would beep a couple times then stop beeping and energy would stop to hemopro. There were no notable characteristics about the harvesting tunnel. The state of the jaws were intact. This continued several times throughout the case and a second hemopro was opened while troubleshooting. There was no patient harm. There was no delay.

Manufacturer narrative:
(B)(4). Updated section - b4, g3, g6, h2, h6, h11. A lot history record review was completed for lots 3000444131, 3000446365, and 3000442955 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000444131,3000446365. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000442955. There were two (02) ncmrs , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.